Event description:
It was reported, that an unknown znn trauma implant was implanted on an unknown date. The patient fell on her left hip and suffer a subtrochanteric femur fracture and breakage of the device.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).